Event description:
Event description guidant received information that during the device replacement procedure, this device exhibited noise which resulted in oversensing when the patient's abdomen moved. The noise was suspected to be from a lack of adherence and fluid between the device header and case. When the device case and its header were manipulated in the opposite direction, no out put was observed. Additionally, the lead impedance measurement was higher than expected two months prior to this replacement and the patient had experienced syncope several times. The battery status was near elective replacement time. The device was replaced with a competitors and returned for analysis.